Event description:
Allegedly surgeon had difficulty during removal of poly. This was a difficult revision due to the stiffness of the joint and previous scar tissues. Correct alignment and insertion of the tibial components were achieved as stated in the op technique. The talar component was then placed and implanted. Surgeon then moved to trialing for the appropriate poly. He decided that the 8mm poly was too thin and the 10mm revision poly was selected and implanted with the correct operative technique. It was then decided that this poly was too large and surgeon would prefer the 8mm poly. When trying to remove the poly he was unable to remove this from the tibial tray. The bone removal screw was utilized into the anterior face of the poly to try and leaver out from the locking mechanism. This tool was also used at the beginning of the case to remove the box ankle poly. Osteotomes were also used to try and lever under the anterior lip of the poly but he was not successful in removing the poly. Surgeon was shown the op tech saying to insert 2 pins into the anterior face but he felt he had already done this with the bone removal tool and if it didn't work with that, then it wouldn't work with the pins. As the poly was being removed it was noted that the tibial component was beginning to loosen. Surgeon tried to utilize the tibial tray holding tool to stabilize the tibia but it snapped within the threaded section of the tray. It was decided at this point by surgeon not to try anything else. Xray images were taken showing good alignment of the components and he decided to close up. Patient is a long distance walker.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6).